Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings and hospitalization. The customer was admitted to the hospital for diabetic ketoacidosis. The mother stated that she was out of town with her husband and her son's blood glucose was very high. The customer was taken to the hospital by 911. The customer was treated with IV insulin drip. The customer was in the ICU for almost a week. The customer was advised to call back to troubleshoot.